Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device failed pretest for check the attachment coupling. It was further determined that the motor on the device seized, moved heavily and was jammed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. Additionally, the device history review was performed and no non-conformance's were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device would not turn on and stopped working. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The brand name was reported as colibri in the initial report. This has been updated to small battery drive. The catalog number was reported as 532.101 in the initial report. This has been updated to 532.001. The unique identifier( UDI) has been updated accordingly. The manufacturer location was documented as (B)(4) in the initial report. The location has been updated to waldenburg. Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The date of manufacture was reported as jun 10, 2016. This has been updated to jun 05, 2009. If additional information should become available, a supplemental medwatch report will be sent accordingly.